Event description:
It was reported that the patient developed phrenic nerve stimulation. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded from 81.2 cm to 81.4 cm from the connector pin.